Event description:
A malfunction alarm was reported by the customer, indicated by the malfunction code displayed. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in performing the reset. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.